Manufacturer narrative:
Occupation is patient/consumer. Reporter is customer's mother. The meter has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to a laboratory using an unknown laboratory method. At 3:30 pm, the result from the laboratory was 3.1 inr. At 4:09 pm, the meter result was 4.5 inr. At 9:45 pm, the meter result was 4.4 inr. At 10:56 pm, the customer tested again and the meter result was 4.6 inr. The customer repeated the test and the result was 4.6 inr. Customer's therapeutic range is 2.0-3.0 inr but the customer's doctor likes them to keep their inr between 2.5-3.5 inr when testing with the meter. Customer tests on a weekly basis if they are in range.